Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that an intra-aortic balloon (iab) was placed 3-4 hours ago at the bedside due to the patient having chest pain. The insertion was uneventful. The intra-aortic balloon pump (iabp) started to alarm every 1-5 minutes for helium loss. It was verified with the rn that there is no blood in the gas tubing and all the connections were checked. The iab failed the leak test indicating that the iab may be ruptured. The clinical support specialist (css) explained that the iab should be removed as soon as possible. The md opted not to remove the iab despite the css explaining the risk. There was no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of leak suspected is confirmed based on the customer video provided with the complaint report. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that an intra-aortic balloon (iab) was placed 3-4 hours ago at the bedside due to the patient having chest pain. The insertion was uneventful. The intra-aortic balloon pump (iabp) started to alarm every 1-5 minutes for helium loss. It was verified with the rn that there is no blood in the gas tubing and all the connections were checked. The iab failed the leak test indicating that the iab may be ruptured. The clinical support specialist (css) explained that the iab should be removed as soon as possible. The md opted not to remove the iab despite the css explaining the risk. There was no reported patient death, serious injury or complications.